Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this left ventricular (lv) lead was exhibiting loss of capture (loc). During a scheduled transmission review, possible loc was seen on the presenting egm. No adverse patient effects were reported. This lv lead remains in-service.